Event description:
It was reported that this pacemaker stored episodes with noise and oversensing. Technical services noted that the oversensing was related to the minute ventilation (mv) feature a couple years ago. The feature was deactivated by the signal artifact monitor. The patient will continue to be monitored. No adverse patient effects were reported. This device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker stored episodes with noise and oversensing. Technical services noted that the oversensing was related to the minute ventilation (mv) feature a couple years ago. The feature was deactivated by the signal artifact monitor. The patient will continue to be monitored. No adverse patient effects were reported. This device remains in-service.